Event description:
The patient had an implantable cardioverter defibrillator (ICD) placed at an outside facility. The patient's ICD had an estimated 1.3 years of battery life left when he was admitted for urgent replacement due to low battery alarm. The patient had the replacement and was discharged.